Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the inner package had leaked, the issue was found before surgery.

Event description:
It has been reported that the inner package had leaked, the issue was found before surgery.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not be returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that (B)(4) products designation refobacin bone cement r 40, reference (B)(4), lot number a638ab0705 were manufactured on 23 october 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 4 complaints have been recorded for refobacine bone cement r 2x40g, reference (B)(4), batch a638ab0705 within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. The reported event was unable to be confirmed as the product was not returned. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to the available data, the most probable root cause is due to packaging issue (sealing process). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.